Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump was unable to upload. Customer's blood glucose was unknown mg/dl. The customer cannot upload insulin pump to carelink. The customer tried to upload in two difference locations and getting the same results. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. The pump passed the rewind, basic occlusion, displacement and error tests. The pump was unable to prime during the prime test due to a faulty force sensor. The pump downloaded properly with care link pro. However, the pump had multiple alarms in alarm history file due to corrupted history file. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.